Event description:
Terumo medical corporation received the following reported information: the angio-seal device was kinked in the packaging. The device was unable to be used. There were no clinical consequences.

Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available for evaluation, two photographs were provided. The photographs were reviewed, and device information was identified. The locator was identified to be kinked at the inlet hole. The complaint can be confirmed for locator kink per the photograph provided. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the dilator due to handling of the packaging prior to use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for a damage to the anio-seal device. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).